Event description:
It was reported by the patient that the patient feels an "ac (alternating current) buzz or a shock or something, its fast, a little chest pain but it goes away". No further information regarding this event could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 implantable pacing lead x2, implanted: (B)(6) 2005, 4076 implantable pacing lead implanted: (B)(6) 2009. (B)(4).